Manufacturer narrative:
The manufacturer previously reported a failure of the system board and blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was due to a short circuit to semiconductor (cr33). The blower motor was evaluated and was found to operate to design specifications.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming and the lcd screen would not come on. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. A "ventilator inoperative" code and "service required" alarm condition were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming and the lcd screen would not come on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.